Event description:
The user reported that the pressure infusion bag was loosing pressure. This was discovered before the procedure started. The user reported that this was not the first time the bag had been used. The bag was replaced. No harm or injury to the patient was reported.

Manufacturer narrative:
Device evaluation. The device has not been returned for evaluation. A follow up report will be sent when the evaluation has been completed.